Event description:
Patient also stated occasional vent shut down with no warning. This has happened several times and they have been able to get the vent going again. This pt can breathe room air for a short time so was not in danger. Please check cord for electrical shorting. Patient contacted for further details. They state vent has lost power when used on battery and electric cord. The first time was several months ago they did not call because they got it working again) in the car. Their circuit disconnected and the vent showed "0000" across the board and just shut off. They worked on it several minutes turning it on/off and after 10 min. It came on again and worked fine. They also state they disconnect their tubing 3-4 times a day to use bathroom and hits the alarm silence and at times when they have come back and reconnected circuit the vent delivers rapid pulse breaths repeatedly and ti took over two minutes to normalize into the set pressure.